Event description:
It was reported that this right ventricular lead was surgically abandoned due to noise and oversensing, without pacing inhibition. And low pacing impedance out-of-range less than 200 ohms. No additional adverse patient effects were reported.